Event description:
The customer observed biased ammonia results from qc fluids on the vitros 250 analyzer. No patient results were reported. Based results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event was hampered by the customer's unwillingness to provide any information other than the calibration date. No information was provided regarding cartridge and fluid handling. The customer recalibrated and indicated that qc was acceptable, but did not provide any calibration or qc data. The root cause of the event could not be determined.